Event description:
The complainant has reported that a pt had undergone a diagnostic bronchoscopy during which the physician elected to utilize a radial jaw 3 (rj3) biopsy forceps device. It was reported that "during the procedure, the (forcep) would not close. They removed it from the pt." The procedure was successfully completed using another rj3 device. It was also reported that the pt suffered no ill effects or trauma as a result of this event and was "ok" following the completion of the procedure.

Manufacturer narrative:
A DHR review was performed on the reported lot number (8867735) and revealed no anomalies associated with this event. A 15 month complaint history review was performed for product family rj 3 and rj4 (jan 2006 to april 2007) and revealed no unfavorable trend. A similar complaint review was conducted for this lot number and identified two more complaints which were reported by different customers. These two complaints were due to reported for different issues (one was unk since a failure mode was not reported); however, neither complaint was confirmed since both device evaluations concluded that no problem was found. The device involved in the event was evaluated by the MFR. A functional test was not performed due to complaint sample returned condition. Visual tests were performed and identified that the riveting, crimping, clevis, and cutters were all within specifications. The device was sent for sem analysis. The sem results identified that pull wire #1 was fractured as a result of cyclic bending overload or back and forth motion and pull wire #2 fractured as a result of a direct bending (uni-directional) overload moment." Although sem lab analysis suggests that the product was exposed to a back and forth movement that could cause the pull wires to break, there is not enough evidence to determine the root cause of the failure. A corrective action (CAPA com 2006-09-02) was implemented to address broken pull wire issues.